Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the patient developing a hydrocele around the pump making it impossible for the patient to cycle the device. The aus pump was explanted and replaced with a new pump, that was placed in a more dependent location. The physician removed the hydrocele during the revision procedure. The patient was fine following the procedure.